Event description:
The pump was returned for service with the report of failure code 803:01. The facility reports during a hosp transfer, the pump failed with an 803:01 and then had multiple tube misload failures. There was no report of pt injury or medical intervention involved. The facility reports the pump was switched out when the failure occurred.